Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information was received that after two attempts to implant this lead in the left bundle branch (lbb), loss of capture (loc) was exhibited. After the second placement, the helix got stuck on some fibrous tissue, making it difficult to retract the lead. No adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information was received that after two attempts to implant this lead in the left bundle branch (lbb), loss of capture (loc) was exhibited. After the second placement, the helix got stuck on some fibrous tissue, making it difficult to retract the lead. No adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix housing being clogged with dried blood/body fluid and tissue. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.